Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown hfx stem. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Surgeon revised patient's left bipolar hip due to patient presenting with pain. Surgeon removed an hfx stem and head and replaced with a restoration modular hip system. Surgeon commented intraoperatively that the bipolar system seemed to be loose upon extraction.